Manufacturer narrative:
Section b5: correction of information included in prior report - the patient came into the clinic with acute decompensation on (B)(6) 2020 (prior to lvad implant). Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and the associated events including infection, mucous plug, loss of blood pressure, and pulseless electrical activity could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was implanted on (B)(6) 2020 after experiencing acute decompensation and worsening renal function, requiring impella, veno-arterial extracorporeal membrane oxygenation, and continuous renal replacement therapy pre-implant. The patient remained critical post-implant making slow progress. Epinephrine was being weaned, but the patient remained intubated, on continuous renal replacement therapy, and low dose levophed. The patient was positive for clostridioses difficile on (B)(6) 2020, and bilirubin continued to rise while being monitored. It was later reported that the patient had a trach tube placed on (B)(6) 2020 and a bronchoscopy on (B)(6) 2020 for removal of a mucous plug. A respiratory culture from the bronchi was positive for enterobacteria, and a urine culture was positive for candida. Cefepime and fluconazole were started. Bilirubin remained elevated, but liver enzymes were stable. The patient coded with a loss of blood pressure and pulseless electrical activity per the nursing staff. A chemical code was initiated, and the patient was given epinephrine after a review of systems. Continuous renal replacement therapy was held starting on (B)(6) 2020, and it was noted that there was a very poor prognosis. Palliative care and a family meeting were being scheduled for decision making. Continuous renal replacement therapy would be reassessed pending the family meeting discussion. The patient expired on (B)(6) 2020 after the family decided to withdraw care. It was not specified whether the outcome was device or therapy related. It was not known if an autopsy was performed or if the pump was explanted. It was also not known if (B)(6) would be returned. It was reported that this was all the information that the account wished to provide, and no follow up would be provided. (B)(6) has not been received to this date, and there is no product available for investigation. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history record for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21may2020. The heartmate 3 lvas IFU lists localized infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions in reference to preventing infection. The heartmate 3 lvas patient handbook contains several sections which provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020 after withdrawal of care. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic with acute decompensation on (B)(6) 2020. Impella was placed with minimal improvement to output and worsening renal function with low urine output. Veno-arterial extracorporeal membrane oxygenation and continuous renal replacement therapies initiated on (B)(6) 2020. Epinephrine was weaned but patient is intubated, on continuous renal replacement therapies and low dose levophed. Patient was found to be positive for clostridium difficile on (B)(6) 2020. Patient had a tracheotomy placed (B)(6) 2020 and a bronchoscopy on (B)(6) 2020 for removal of mucous plug. Respiratory complaints due to bronchitis and enterobacteria. Cefepime and fluconazole were started. Bilirubin remains elevated. Liver enzymes stable. Patient coded over the weekend. Loss of blood pressure and pulseless electrical activity was reported by nursing. Chemical code initiated. Review of systems with epinephrine. Continuous renal replacement therapies on hold yesterday. Patient has very poor prognosis. Patient had liver and renal compromise prior to implant per surgeon.